Manufacturer narrative:
No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. Diffuse lamellar keratitis is a known complication of refractive laser surgery. It is a reaction on the surgical trauma and may be caused or intensified by contaminated instruments. Foreign body sensation is a known side effect of refractive laser surgery. The root cause could not be determined conclusively. (B)(4).

Event description:
An optometrist reported a patient with "1+" peripheral diffuse lamellar keratitis (dlk) at inferior right margin of flap extending approximately two millimeters in from the 4-6 o'clock position. Reporter indicated central cornea is clear. Topical steroid eye drop dosage was increased. The patient complains of some discomfort (foreign body sensation).